Event description:
On 4/8/93 a bovie burn occured at lt knee trocar site where cautery unit was used on 17 year old patient. Size of burn was .75cm. Area was dressed with silvadene ointment and dressing. Unit was checked by outside contracted medical instrument company and then returned to manufacturer. Both companies checked instrument and found no problems. Instrument was sent bact to hospital and put back into use.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.